Event description:
Facility has detected contaminated, but sterile medium from becton dickinson. It is trypticase soy broth lot #5283649 that outdates 4/6/07. This problem was detected when facility had pt specimens whose gram stains showed gram positive cocci, but for whom there was no growth on culture. The swab specimens had been placed in "sterile" tsb to elute the specimen so that the material could be used to prepare a smear and inoculate culture plates.